Event description:
On 04/30/2024, it was reported by a sales representative via sems-06553944 that an ar-3519h hip avn disposables kits needle inner stylet seemed to be bent and was jammed into the outer sheath of the needle. This occurred during a case where they had to open a new kit in order to complete the case. There was no patient harm.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during the insertion process.